Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer is having issues with unresponsive keypad on their insulin pump. It is reported that the customer tried to troubleshoot by removing and replacing the batteries, but the device is still malfunctioning. The customer's blood glucose is reported to be 165.6mg/dl. The customer was advised to discontinue use of the device, and that it would need to be returned and replaced.

Manufacturer narrative:
The insulin pump was received with an unresponsive button due to unlocked lcd connector. The insulin pump was also received with cracked case on display window corner, minor scratches on lcd window, cracked reservoir tube lip and broken battery tube threads.